Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was 156 mg/dl at the time of incident. The customer stated that the insulin pump had display which was not visible icons of battery, time and reservoir. Customer also stated that the top letters of the main menu has moved a bit and is not visible customer stated that the insulin pump was not dropped nor bumped. The insulin pump will be returned for analysis.